Event description:
It was reported that the patient experienced "shooting pains down his left side". Reprogramming to maximum output and pacing did not reproduce this sensation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.